Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving baclofen (lioresal) 500 mcg/ml at 50 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient noticed an increase in spasticity, therefore had myelogram, when leak was noted in the pump segment. No contributing factors and diagnostics/troubleshooting performed were reported. Actions and interventions taken to resolve the issue included a catheter revision scheduled and performed on (B)(6) 2024. Pump segment and connector removed and replaced with 8784 pump segment and connector. The issue resolved with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6). Ubd: 22-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The returned 8780 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified that the catheter was not fully seated onto the connector and the collet was locked in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 500 mcg/ml at 49 mcg/day via an implantable pump for unknown indications for use. It was reported that the rep was in the operating room (or) with many people talking to her at once so details were limited. It was overheard that the patient reported to the rep that the catheter was leaking at the pump connection site but she only had heard that from the patient so no other details known. The patient was on 500 mcg/ml of baclofen but they only had 2000 concentration and the tech reviewed the lowest programmable dose of 2000 mcg/ml is 96 and reviewed option to dilute with preservative free normal saline. The rep then ended the call to support the case. Additional information received from a manufacturer representative (rep) indicated that the incorrect meds were in the room and the correct concentration of 500 mcg/ml were provided and put into the pump. The patient's name was provided and the patient's weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.